Event description:
Additional information received noted the patient presented to the hospital due to not feeling well.

Event description:
It was reported that the patient presented to the hospital for an unknown reason. Upon device interrogation, it was noted that the right ventricular (rv) lead exhibited loss of capture. X-ray imaging was performed and no abnormalities were found. The rv lead was capped and replaced on (B)(6) 2023. The patient was in stable condition.